Manufacturer narrative:
This system was ordered by the dealer (B)(6) as per the end user specification. This is a rovi system that comes with a rovi joystick tube and quad link designed for the rnet and vr2 joystick type. After reviewing the pictures, it was clear that this chair was modified by the dealer because the pictures show that a joystick tube and a quad link from (third party manufacturer) was adapted to lower the joystick below the designed limit. In addition to that the third party manufactured quad link had been reconfigured in such a way that the joystick could be lowered further, therefore causing the joystick control knob to contact the arm pad resulting in the wheelchair movement. We advised the servicing dealer that they need to put the original equipment back on the system.

Event description:
On (B)(6) 2018, motion concepts was informed by (B)(6) (motion concepts importer), that one of their dealers at (B)(6), was notified of an incident that took place on (B)(6) 2018. The dealer reported that the end user got a cut on her calf while the end user's husband was trying to back her up from the table she was at. The joystick, which was retracted while her husband was backing her up, got activated that caused the system to turn and the center mount of the system ended up cutting her calf. Medical attention was need for the end user as there was bleeding on her calf. According to the dealer, the end user wants modification on the chair.